Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to the manufacturer that the vns epilepsy pt was experiencing an increase in seizures and as a result, the pt was hospitalized. Further follow up with the neurologist revealed that high lead impedance was noted from a diagnostic test and as result, the pt was referred for generator replacement surgery. Further follow up with the implanting surgeon revealed that during the generator replacement surgery which took place in 2007, high lead impedance resulted from the intra-operative systems diagnostic test with the new generator and existing lead. Troubleshooting in the or ruled out a problem with the generator and revealed that the lead was problematic. The lead was left implanted and was connected to the new generator. X-rays were reviewed by the surgeon and no anomalies were observed. The problematic lead remains implanted and connected to the generator. Revision surgery to address the lead is not planned at this time.